Manufacturer narrative:
The analysis of the ht controller board for the imaging system. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The power switching board for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative was unable to replicate the reported event upon testing. He decided to replace the power switching board, system control board and the ht control board. Following the replacement he rebooted the system 20 times successfully and without issues. No further similar events were reported. Both the system control board and the ht control board were returned and are currently under analysis, hence, results are not yet available. The power switching board was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that upon initializing the imaging system's software; it display a red x. When they restarted the system it displayed 'system booting, please wait' for 5 minutes. They restarted the system again which resolved the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
The system control board for the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.